Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The first deployment was in the anterior lobe of the laa, but this was unsuccessful. The physician recaptured and removed the wds from the patient. The decision was made to use the posterior lobe of the laa for deployment. The pigtail catheter was positioned in the posterior lobe and then the was was repositioned to the same location. The physician then inserted the wds again and deployed the closure device. The closure device was noted to be too distal in the laa and needed to be repositioned. After repositioning the closure device, it was deployed again in the laa. After deployment the closure device was noted to be very compressed. The physician evaluated the patient's vitals and swept the laa with transesophageal echocardiogram (tee) imaging. The imaging showed that there was a pericardial effusion with cardiac tamponade. The procedure was ended and a pericardiocentesis was performed removing 1900ml of bright red blood from the patient. Twenty-five minutes later the tee imaging showed that the pericardial effusion had resolved. The patient did not experience any other complications and was admitted to the hospital.

Manufacturer narrative:
B5: updated. H6 impact codes: blood transfusion f2302 code added.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The first deployment was in the anterior lobe of the laa, but this was unsuccessful. The physician recaptured and removed the wds from the patient. The decision was made to use the posterior lobe of the laa for deployment. The pigtail catheter was positioned in the posterior lobe and then the was was repositioned to the same location. The physician then inserted the wds again and deployed the closure device. The closure device was noted to be too distal in the laa and needed to be repositioned. After repositioning the closure device, it was deployed again in the laa. After deployment the closure device was noted to be very compressed. The physician evaluated the patient's vitals and swept the laa with transesophageal echocardiogram (tee) imaging. The imaging showed that there was a pericardial effusion with cardiac tamponade. The procedure was ended and a pericardiocentesis was performed removing 1900ml of bright red blood from the patient. Twenty-five minutes later the tee imaging showed that the pericardial effusion had resolved. The patient did not experience any other complications and was admitted to the hospital. It was further reported that the patient received a blood transfusion at the same time the pericardiocentesis was being performed.